Manufacturer narrative:
The findings at the hospital were unknown. There were no samples provided and a field service engineer did not evaluate the suspected device. The machine was continued to be used without issues and further procedures were performed after the incident.

Event description:
On (B)(6) 2018 haemonetics was notified of an adverse reaction which had occurred during the plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was not completed, the pcs®2 plasma collection system collected 486ml of plasma. The donor experienced a hypertensive crisis and was transferred to a hospital.